Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 344 mg/dl at the time of the incident. The customer was at 346 mg/dl at the time of admission, and 346 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. The customer was getting an insulin flow blocked alarm which was resolved by a set change. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.